Event description:
It was reported that during a thyroid procedure, on the first used of the device it was only a slow burn or slow hemostasis. Then after that the device had no hemostasis when activated on tissue. The hand piece was unplugged and tried again and still nothing. A second hand piece was used to complete the procedure. No adverse consequences reported. Additional information requested but not yet received.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.